Event description:
N/a.

Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) issue with power up. A getinge field service engineer (fse) replaced power management board pcba, cardiosave rohs power management which resolved the issue of the unit not powering on from battery well. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. This was found after the repair of unit not charging the batteries, no patient involved, no harm reported. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department was able to replicate the failure experienced by the customer. Sending the power management board to the supplier for further failure analysis as per (B)(4) revision ap. The root cause selection for this investigation will be ¿impossible to define¿ due to the department not having the capabilities to troubleshoot this part internally further in an attempt to determine the root cause. The following was input by (B)(4), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 25 apr 2024. Fat received part back from the supplier. The supplier tested the board and no abnormalities were found. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit battery 1 doesn¿t power on.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that after the repair of unit, the cardiosave intra-aortic balloon pump (iabp) unit battery 1 doesn¿t power on. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid .